Manufacturer narrative:
"The unit is not being returned for evaluation. It is not possible to verify an assignable cause without evaluation the alleged complaint product. Insufficient information for a complete investigation. The DHR for lot 06513-02 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 06513-02. A review of lot history showed (B)(4) reported unit failures for functionality. This lot has a failure rate of (B)(4). No significant trends were observed. Per the sales rep, the customer was not using a compression cuff, which can lower the psi of the bag. This cause cannot be verified. The rep also stated that when the units stop cutting, the staff immediately installs a new cartridge without trying to troubleshoot the unit."

Event description:
Hand piece stopped working shortly after beginning the procedure.